Event description:
Low impedance was reported, at 174 ohms, bipolar. Unipolar impedance was higher than bipolar, at 279 ohms. The patient experienced fatigue and dizziness. The lead was removed from service.